Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a large bore lamp sheath closure, a 14f manta was deployed in the right femoral artery for closure. No complications occurred while advancing or withdrawing sheaths. Access was gained with ultrasound; no micro puncture kit was utilized. The IFU indicates arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Multiple attempts were performed, and access was positioned low on the common femoral artery. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The arteriotomy size and condition were not reported; measured deployment depth was 6.5. Following deployment, copious bleeding was present. If bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Manual pressure was applied but was not successful in ceasing the bleed. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. A surgical cut down was performed, and the patient outcome was reportedly stable. Due to insufficient information regarding patient condition, initial and deployment procedure details, the root cause of the post-procedure major bleeding cannot be determined.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: uncontrolled bleeding after deployment. Surgical cut down performed after unable to get hemostasis with manual pressure.